Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found an unknown film on the sensor area that is not part of the manufacturing process. There were multiple kinks, bends, and mashed areas along the catheter body. Suture was attached tot he catheter material and the catheter was mashed at the suture site. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
When the surgeon inserted the sensor, the monitor showed an abnormal value. After replacing with another sensor, the monitor showed normal value. There was no adverse consequence to the patient and no further information was provided by hospital.